Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation found that the device was received fully clip deployed and in the access port retracted configuration. The deployed clip was not returned with or on the distal end of the device. All external and internal observations of the complete device components were normal and in their proper positions with no detected damage. The cause for the use of the access port retraction mechanism was not reported in the event. There was no device observation consistent with stuck or difficult to remove device events to warrant the use of the access port removal mechanism. During testing, the devices deployment function operated as designed. There was no detected device related anomaly or reported anatomical condition that may have contributed to the reported deployed clip being captured on the distal end of the device. This reported event could not be determined or confirmed. No manufacturing/quality deficiency was detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after uneventful clip deployment, bleeding continued. When the device was removed, the starclose se clip fell off from the distal end of the device. Manual compression was applied for fifteen minutes to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.